Event description:
It was reported that non-sustained right ventricular oversensing episode was observed on defibrillator which was caused by crosstalk. No programming changes were made. No patient symptoms were reported.